Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint for the burn on c-cover is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Regarding the aw-cylinder (tube) has white foreign objects, and the aw-tube has white foreign objects. Based on the results of the investigation, olympus confirmed foreign material was present within the device, however, the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited white foreign object in the air/water- cylinder(tube) and air/water tube and also found burn on c-cover (plastic distal end cover/probe cover). There was no patient involvement.